Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: the call service 078-0008 alarms were confirmed in the alarm history. During rewind pump gives a call service 078-0008 alarm. There was moisture found in the display screen. The pump case was cracked near the top right corner of the display. The pump leaks at a crack in the case. The pump cover was opened and moisture damage was found on printed circuit board. The call service alarm was due to the moisture damage. This report is made under the requirements of the medical device reporting regulations and does not constitute and admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.